Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Health professional reported that during injection one syringe of juvéderm® ultra xc had a "needle pop off." The "needle came out and hyaluronic acid spilled on patients face." Patient contact was made. No injury occurred.